Manufacturer narrative:
Medical device expiration date: n/a. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse obtained a contaminated needle stick injury from a 1 ml bd safety-lok¿ u-100 insulin syringe with 9 g x 1/2 in. Bd ultra-fine¿ needle after activating the safety device. As the safety mechanism was activated, the needle separated from the hub and the nurse was stuck by the used/contaminated needle. The nurse received post exposure lab work. The test results were negative and the nurse did not receive any prophylaxis or other medications. The nurse will also receive follow up lab work at one and four month intervals.

Manufacturer narrative:
Results: both sealed and unsealed samples were returned for evaluation. A visual inspection revealed that on the defective samples the hub is broken around the flange of the hub preventing the safety feature from engaging upon attempted activation and that the entire hub breaks off in the safety sleeve. In addition, on most of the samples there is significant cork damage on the hub. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5162602. Conclusion: based on the preliminary investigation, it is likely the condition that caused the cracked hub/hub disengagement occurred at the (B)(4) manufacturing plant at the safety lok assembly operation which assembles all components of the syringe. CAPA (B)(4) has been opened to investigate the root cause for the broken hubs. If additional information is provided after the CAPA completion date of 8/18/2016, a second supplemental report will be filed.